Event description:
After the patient's (B)(6) lead procedure on (B)(6) 2014, it was reported the patient's ipg is inoperable. Lead procedure reported under MFR report #: 1627487-2014-25523. In turn, the patient will undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.